Event description:
It has been reported to philips that the device failed to power on. The device was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspect the system onsite confirmed that the system was not able to turn on. Upon functional testing, the fse found that the fuse f10 was defective in the ups and need to replace. To resolve the reported issue the fse replaced the f10 fuse. After the replacement of fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.